Manufacturer narrative:
Product analysis conclusion: the delivery system returned with the external slider in the home position. Kinks were visible on the graft cover and the spiral member. The graft cover was retracted and advanced using the trigger with no resistance noted. The external slider components were removed. There were no anomalies evident to the trigger spring and sleeve. Both thread tooth were correctly positioned in the inner sleeve. There was no damage visible to the screw gear threads. The reported difficulties operating the release trigger could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was implanted in the endovascular treatment of a 25mm aneurysm .  It was reported that during the index procedure, after implanting the limb in the right common iliac artery , the physician tried to work the trigger to unlock the handle from the screw gear but failed. The trigger was not movable. The physician then decided to reclose the system by rotating counter clock wise on the blue handle. After this step, the delivery system was safely removed. It was confirmed there was no issue with the deployment of the stent graft and it was only when trying to remove the delivery system, that the issue occurred. Per the physician the cause of the removal issue could not be determined.  No additional clinical sequalae were provided and the patient is fine.